Event description:
The following was reported to hamilton medical ag: the nurse followed the doctor's instructions and prepared to use the ventilator for the patient. During self check, an alarm flow sensor malfunction was triggered. Immediately, the patient was replaced with another ventilator. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the nurse followed the doctor's instructions and prepared to use the ventilator for the patient. During self check, an alarm flow sensor malfunction was triggered. Immediately, the patient was replaced with another ventilator. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.